Manufacturer narrative:
(B)(4). Initial reporter email address - (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The patient initially received several alerts on her tandem t:slim pump and her phone between 12:13 am and 12:23 am on (B)(6) 2022 for low, urgent low soon, and urgent low. Her low threshold was set at 3.5 mmol/l. She treated herself with grape sugar, and then went back to sleep. At around 2:30 am she was found unconscious in a hypoglycemic coma by her partner. An ambulance was called, and the patient was treated by the paramedics with glucagon and taken to the hospital. She stated that even though the value had not changed, and she remained low the whole time, neither her pump nor her phone had alerted her any further for low values. It also did not alarm for signal loss even though the phone was not with her in the ambulance. The next alarm was at 3:46 am for low glucose values, but she stated she had been in hypoglycemia during the entire time. No further treatment information was provided. The patient fully recovered and was discharged from the hospital on 11/30/2022. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident, her low alert was set to 3.6 mmol/l, and her high alert was set to 8.0 mmol/l. The urgent low alert is fixed at 3.1 mmol/l. At 12:13 am on (B)(6) 2022, the patient's estimated glucose values reached the low alert threshold and she received a visual urgent low soon alert with an estimated glucose value (egv) of 3.6 mmol/l. At 12:18 am, the patient received a second urgent low soon alert, this time at half volume, with an egv of 3.3 mmol/l. At 12:23 am, the patient's egvs reached the urgent low threshold and she received a visual urgent low alert with an egv of 3.1 mmol/l. At 12:28 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.8 mmol/l. At 12:33 am, the patient received a third urgent low alert at full volume with an egv of 2.7 mmol/l. The patient continued to receive urgent low alerts at full volume every five minutes until 2:53 am, at which point her cgm was reading low (less than 2.2 mmol/l) and after which she experienced a period of prolonged signal loss. The signal loss lasted until 9:03 am. The earliest available backfilled data shows that the patient was above the high alert threshold at 6:08 am with an egv of 14.5 mmol/l. She eventually crossed back into target range at 9:03 am with an egv of 7.5 mmol/l. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts including audio alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined. No additional patient or event information is available.